Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400715186. The history of use did not record any use of the equipment on (B)(6) 2025, the reported date of occurrence. On (B)(6) 2025, the following were recorded: at 16:24:16, the user set the volume to 50ml, there was an ongoing infusion at a flow rate of 1ml/h. At 18:29:52, the user set the flow rate to 0.5ml/h, the total volume infused at that moment was 19.98ml. At 18:38:13, the user set the flow rate to 0.8ml/h, the total volume infused at that moment was 20.04ml. At 20:13:18, the user stopped the infusion, and the total volume infused was 21.31ml. The total time from setting 50ml to the end of the infusion was (B)(4). The total volume infused between the first recorded time before the 50ml setting and the end of the infusion was 4.17ml. The total volume infused between the first recorded time after the 50ml setting and the end of the infusion was 3.10ml. The user did not utilize the drug library. The equipment has a normal used appearance. An infusion was performed using the same programming made by the user. The infusion started with a programmed flow rate of 0.8 ml/h, programmed volume of 50 ml in 62h30min. The infused volume was 50 ml with an error of 0.0% and the inusion time was 62h30min with an error of 0.0%. The result of the test was approved. The defect could not be confirmed. The equipment is working according to the specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "notification was made, since the medical team suspected opioid poisoning, the patient was receiving morphine and had to go to the ICU, the doctor thinks it was human error, notification being made for analysis of the pump."